Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to okr. Okr checked the subject device and found the reported event. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device which was the device for demonstration at olympus (B)(6) (okr), it was found that the scope communication error b30 occurred on the subject device.the occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus (B)(4). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from (B)(4) and similar past cases, omsc surmised that the reported phenomenon was attributed to the temporary electrical contact failure at the electrical contacts of the video connector due to adhesion of the foreign material and so on, or to the failure of the ccd unit or the electrical circuit board in the video connector due to connecting/disconnecting the video connector while the video system center was being on, turning on while the video connector was dirty and/or wet ,and/or unexpected static electricity. If additional information is received, this report will be supplemented.